Manufacturer narrative:
On (B)(6) 2016, a medtronic representative went to the site to test the equipment. The imaging system failed to boot past the motion controller during testing. The power conversion enclosure was replaced. A system check-out was completed; the mechanical test, imaging test and safety inspection all passed, system functioned properly. The power conversion enclosure was returned to the manufacturer and an evaluation is currently in progress.

Event description:
A medtronic representative reported that the imaging system was having difficulties driving. No patient was involved when this issue was identified.

Manufacturer narrative:
The analysis on the suspect power enclosure was completed. Testing found a shorted diode on the circuit board. This confirmed an electrical issue due to the open diode.